Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug infusion. At the time of this report, the patient was still hospitalized and has not recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.